Event description:
Caller reported a malfunction on the pump, specifically malfunction code 12. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the caller with resetting the pump, after which the malfunction code did not recur. Customer was advised to continue using the pump and to contact support if the issue resurfaced, and this was understood and acknowledged by the caller.